Event description:
It was reported by the customer that the local sales rep received a phone call from the hospital. The caller stated that a problem occurred one month ago with a 2 lumen central venous catheter. The packaging was discarded so reference of the lot number and product number are unk. The sales rep immediately made a site visit to the hospital and obtained product, but no further info was given at this time. The only facts that were stated to sales rep as a report were that after about four days, perfusion problems occurred with reflux. The pt developed a temperature and doctors decided to remove catheter. It was then noted by physicians that catheter was broken "the whole length". Further f/u in 2008, with another product specialist to md. This event involved an elderly female pt with osteoarthritis and very sharp wigs (sharp bony growths) in her back. Md stated the reason why a filed complaint form will not be completed is that this pt was already at risk. To have a complication (removing the catheter), these md's take all the responsibility on their own. Pt already had several operations (knee prosthesis and pacemaker). As a result, md's do not want to perform any extra operations to remove catheter. It is too dangerous to remove the catheter to perform any extra operations to pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.